Event description:
It was reported that upon the first activation in a sigmoidectomy with the equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 300, with an electrosurgical unit (esu/generator) model icc 200, part nunber (p/n) 10128-023, a bowel explosion occured. Surgical intervention was required to repair the tissue damage including creating/putting in an artificial anus. Further surgery is planned. The p/ns of the units are different than the numbers in the united states.